Manufacturer narrative:
(B)(4). Date sent: 12/22/2023. D4: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: predictors of recurrence following laparoscopic minor hepatectomy for hepatocellular carcinoma in the UK author(s): c. Schneider, d. Bogatu, j. Leahy, y. Zen, p. Ross, d. Sarker, a. Suddle, k. Agarwal, p. Srinivasan, a.a. Prachalias, n. Heaton, k. Menon citation: surgical oncology 49 (2023) 101965; https://doi.org/10.1016/j.suronc.2023.101965 the aim of this study is to analyse outcomes of laparoscopic minor hepatectomy in a UK setting. Between january 2014 to may 2021, 106 patients (111 liver resections) with hepatocellular carcinoma who underwent minor hepatectomy were included in the study. 52 patients (22 females, 30 males, mean age 65.5 ± 19.3 years) underwent laparoscopic liver resection while 54 patients (18 females, 36 males, mean age 63.5 ± 18 years) underwent open liver resection. For all patients who underwent open liver resection, parenchyma transection was carried out using a competitor suction aspirator (manufacturer: integra lifesciences). For patients who underwent laparoscopic liver resection, parenchymal transection was facilitated by a competitor laparoscopic dissecting shear energy device (manufacturer: bowa medical). Major intrahepatic structures were divided between a competitor ligation clips (manufacturer: pilling weck surgica) or with echelon¿ endoscopic staplers (ethicon endo-surgery). Extracorporeal inflow occlusion was facilitated by applying a pringle snugger through a 5 mm port. Specimen retrieval was mainly accomplished through a pfannenstiel incision or in cases of smaller specimens through enlarging the incision of the camera port. Reported complications included bile leak with concomitant postoperative liver failure (n=?) And clavien-dindo complications grade 1 and 2 (n=?). In conclusion, in the studied population minor laparoscopic liver resection was associated with shorter hospital stay and fewer complications while offering non-inferior long-term outcomes. A number of predictors for disease free survival have been elucidated that may aid in identifying patients with a high risk of disease recurrence and need for further treatment.